Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the cable collar of the hemopro 2 extension cable came off of the device while disconnecting the cable from the hemopro 2 tool. The collar could be reattached to the extension cable and seemed to lock; however, there was a white ring around the collar that was not visible prior to the reported problem. The hospital did not report any pt effects as the procedure had already been completed.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the collar connector was broken and the white ring was visible. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).